Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jul/2017 and 23/oct/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, hematoma, and lymphoma are physiological complaints, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur.

Event description:
Physician reported right side "contracture," baker grade iii, "slightly lobulated contours," "liquid around device," "large amount of liquid, probably blood," "pain," and "chronic inflammatory infiltrate lymphohistiocytic without atypia." The device was explanted.